Event description:
A malfunction was reported on a pump, but no notable events occurred prior to this issue. There was no adverse impact on the customer¿s blood glucose level. Technical support provided instructions to reset the pump, assisted with the reset, and confirmed that the malfunction did not recur after resetting. The customer was advised to continue using the pump and to call back if the malfunction reoccurred, which the customer understood.